Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Visual inspection and functional testing were conducted on the returned device following internal procedures. Visual inspection revealed that there was blood inside the pebax. Due to this condition, the pebax was observed under a microscope, and a hole was observed in this section. A force test was performed, and the device was recognized and visualized correctly; however, error 106 displayed on screen. Resistance of the sensor pads on the printed circuit board (pcb) was measured, and the results were found out of specifications. Dissection at the tip area identified an open circuit. Further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed for the finished device number lot 31773047l and no internal actions related to the complaint were found during the review. The pebax issue observed during the investigation is not related to the issue reported by the customer. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The force sensor error reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The potential cause of the open circuit could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the johnson & johnson medtech quality system. Internal actions are being performed to address process opportunities related to adhesive issues and also to investigate potential manufacturing process factors related to customer complaints of force sensor error 106 caused by a force sensor disconnection. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a hole on the surface of the pebax. During the procedure, there was a force error. The cable was changed twice but the issue continued. The catheter was changed and the procedure continued without any additional force issues. No patient consequences were reported.